Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of two promus drug-eluting stents, a 3.0x12 promus stent in the proximal left anterior descending artery (lad) and a 3.0x28 promus stent in the distal circumflex artery (cx). Residual stenosis was 0% with timi post 3 flow. On (B)(6) 2010, the patient received prasugrel. On an unknown date, the patient began taking aspirin. On (B)(6) 2010, the patient was discharged. In (B)(6) 2011, stable angina was diagnosed and the patient was treated with aspirin. On (B)(6) 2011, the patient presented to the hospital due to stable angina and coronary angiogram revealed the proximal lad promus stent was patent; however, a tight new lesion was revealed in the mid lad. A new ostial stenosis of the large obligatory marginal circumflex artery (om cx) was revealed. Minor restenosis in the cx stent beyond om1 was observed. The patient was given prasugrel and underwent percutaneous intervention of the lad with deployment of a 2.5x18mm xience stent followed by post-dilatation using a 3.25x10 balloon. The procedure results were reported as excellent. The om lesion was treated with a balance middleweight guide wire followed by predilation with an ordinary 2x10 compliant balloon and then dilation with a 2.5x10mm non-abbott drug eluting balloon. The procedure was concluded with satisfactory results. The patient received glyceryl trinitrate, lidocaine, heparin, prasugrel and niopam in conjunction with the angioplasty procedure. The event was considered resolved on (B)(6) 2011 and the patient was discharged home the same day.

Manufacturer narrative:
(B)(4). In the investigator's opinion, the event was considered severe in intensity, unlikely related to the study drug, unlikely related to the study device and not related to the study procedure. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that on (B)(6) 2011, possible myocardial infarction was diagnosed. Repeat angiography was not performed as a result of this event. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction is listed in the promus instructions for use (IFU) as a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.